Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and reported event cannot be confirmed by greatbatch. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor ((B)(4)) identified the root cause to be due to the design, fatigue loading, weld breakage, and wear. No further investigation is required. Complaint information and investigation provided by (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that while impacting r3 cup, the internal mechanism broke. Used backup instrument to complete impaction of shell. No adverse events were reported.

Manufacturer narrative:
Additional information from customer was received which identified the device manufacturing site and lot number. The manufacturer registration number for the manufacturing site was 9614497. The device history record (DHR) was reviewed and no discrepancies were identified. Updated manufacturing site to (B)(4). Device manufacturing date added: 04/16/2012. (B)(4).

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.